Event description:
It was reported that a small volume infusor had no flow of the liquid drug; further described as "delivery stopped". This was observed during the additional priming step before patient connection in the outpatient center. A flow was detected during the initial priming of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured april 11, 2023 to april 13, 2023. The device was received for evaluation containing 102ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.